Manufacturer narrative:
Concomitant medical products: dtma1qq crt d, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during removal of another lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.